Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 578 mg/dl and trace ketones. Reportedly, insulin was not observed to be exiting the infusion set tubing during the load fill tubing process. Bg was treated with fluids and an unspecified intravenous treatment. Reportedly, customer left the ER 6 hours later with customer in stable condition (bg 117 mg/dl). Customer changed tubing and infusion set to resolve the issue.